Event description:
The penumbra sys reperfusion catheter 041 was kinked upon removal from the packaging.

Manufacturer narrative:
Results: there is an ovalization 20.5 cm from the distal tip and a kink 66 cm from the distal tip. A 0.041" mandrel was introduced into the hub and advanced distally. No unusual friction was encountered until the kink at 66 cm from the distal tip was reached. The mandrel would advance no further. The catheter was threaded into an example carrier hoop. The catheter loaded into the hoop without difficulty. Conclusion: the kink was identified upon removal from the packaging. Given that the catheter was easily reloaded into the carrier hoop, it is not possible to determine whether the catheter was kinked prior to packaging or during removal from the package. The mfg records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.